Event description:
Interrogated this philos sr and it said battery status ok, estimated time unitl eri 3yrs 7mo. Went to battery/lead telemetry and was able to get a lead impedance, but no battery info. Tried to measure it 4 times. On the fourth time, the battery status changed to eri. Could not perform sensing or threshold tests either. Ventricular output set to 3.5v at 0.5msec. Physician believes early eri and has scheduled device changeout.